Event description:
It was reported that the nurse stated the arctic sun device kept alerting low flow. Noted they have tried troubleshooting with disconnecting and reconnecting, but no resolution. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 36.9c, water temperature (wt) was 16.2c, water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Emptied pads over trash can. Placed device in manual control at 16c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 16.1c, outlet control temperature (t2) was 16.2c, inlet temperature (t3) was 16.3c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 7443 pump hours were 6962.8. Had reconnect pads while still in manual control. Water flow rate (wfr) was stabilized at 0 l/m, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 10 percentage. Had stop therapy, disable manual control and empty pads. Advised swapping out to an alternate set of pads. Encouraged to call back with any additional issues or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.